Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, however the cause is unknown. One photograph and one video of the proximal end of what appears to be a 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed blood residue in the extension tubing of the purple lumen and the clamp of on the extension tubing of the red lumen was engaged. The returned video of the sample showed a weeping leak that appeared to be emanating from the distal end of the luer connector of the purple lumen. No holes or splits could be seen. While the exact cause of the leak shown in the returned video is unknown, possible contributing factors include sharp instrument damage, material fatigue, and tensile failure. A lot history review (lhr) of rebr1401 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that when the PICC was flushed, it leaked and sprays at the junction of the purple lumen and catheter line (purple lumen below the hub). The cleaning solution used on the catheter was chlorhexidine 2 or 4 %. No other information is available.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, however the cause is unknown. One photograph and one video of the proximal end of what appears to be a 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed blood residue in the extension tubing of the purple lumen and the clamp of on the extension tubing of the red lumen was engaged. The returned video of the sample showed a weeping leak that appeared to be emanating from the distal end of the luer connector of the purple lumen. No holes or splits could be seen. While the exact cause of the leak shown in the returned video is unknown, possible contributing factors include sharp instrument damage, material fatigue, and tensile failure. A lot history review (lhr) of rebr1401 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that when the PICC was flushed, it leaked and sprays at the junction of the purple lumen and catheter line (purple lumen below the hub). The cleaning solution used on the catheter was chlorhexidine 2 or 4 %. No other information is available.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1401 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that when the PICC was flushed, it leaked and sprays at the junction of the purple lumen and catheter line (purple lumen below the hub). The cleaning solution used on the catheter was chlorhexidine 2 or 4 %. No other information is available.